Event description:
The customer reported that while in use, the qube monitor was removed from its docking station and immediately powered down. The biomed stated that while evaluating the device he found that the bottom battery indicator on the screen was showing as depleted, but the battery indicator built into the battery was showing as fully charged. The unit was removed from use and shipped into spacelabs healthcare for further evaluation. The device was evaluated by a equipment service center technician and the reported problem was not verified. The technician found that the device would indicate the correct battery level and charge the batteries when docked. The cause of the reported failure is unknown as no issues were found with the unit.